Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site #4 (type ii-iii bone). Primary stability was achieved. Osseointegration was not achieved. The clinician states that tri lobe area appeared to have fractured metal fillings noted around tissue. Implant fracture was involved in the event. The implant was removed on (B)(6) 2013. Another implant was successfully placed during the surgical procedure. Medical history: no significant findings.